Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight not provided. Date the implant was placed not provided. Additional 510(k) number is k101880.

Event description:
It was reported that during the final rotation the final abutment could not be seated. The implant became stripped and had to be removed and replaced with a new one at the same site. The implant was well integrated at the time of removal. Patient will return for another appointment. Lot provided for abutment via email. Tooth #19.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One tapered screw vent (tsvtwb11) was returned for investigation. Visual evaluation of the as returned products indicated significant signs of use. Implant internal drive feature identified damaged as well. Bone debris present on the external threads. Functional testing was performed for the returned products. Patient pre-existing condition is patient having high (type I) bone density. Tooth location is #19 (universal). However, implant placement date was not provided by customer. DHR review: DHR review was completed for the subject lot number 1231162. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review (tsvtwb11 and hc443): complaint history review by lot number (1231162) was performed for similar events. Post market trending review: monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not seat) or product (tsvtwb11). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.